Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 215, 203, 249 233 and 216 mg/dl. The customer¿s expected fasting blood glucose test result is 120 mg/dl. Customer was not using the proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 269 mg/dl using truemetrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 09/30/2021 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).